Manufacturer narrative:
(B)(4). Related regulatory report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported several patients had brain injuries as a result of the deep brain stimulation implementation. The procedure resulted in a condition called crps (complex regional pain syndrome).